Event description:
During surgery, while the surgeon was grabbing the mesentery with the ligasure instrument, the device broke while inside the patient. The tip broke on the device, but remained intact.